Event description:
Pt had original implant of bilateral silicone breast prosthesis in 1979 in another institution. She recently presented to the physician's office with complaints of bilateral breast contractures. Upon removal of the prosthesis in the or, "several small holes within the capsule revealed loose, free silicone extruding from all areas."